Manufacturer narrative:
Additional information received on december 23, 2020, indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent a breast augmentation primary with two 250cc mentor memorygel silicone breast implants has experienced bilateral capsular contracture (unknown grade), and right sided implant rupture postoperatively. An MRI examination taken on (B)(6) 2020 showed right side intracapsular rupture, and ultrasound examination taken on (B)(6) 2020, showed mild angulation of implant capsule. A physical examination was performed by a physician and issues were diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.